Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient received five inappropriate shocks over the last few months due to noise, oversensing and varying amplitude measurements. As a result, the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.